Event description:
It was reported that the patient had a cluster of seizures that are not that long and it¿s during the time the patient takes a nap. No additional relevant information has been received to date.